Event description:
This patient experienced atypical stimulation in the pocket and diaphragmatic areas during magnet placement, and all pacing modes. A chest x-ray showed no issues and the leads were pacing and sensing appropriately with good thresholds. The stimulation was present at maximum voltages and could not be relieved until complete loss of capture was present in both leads. The physician capped the rv lead and placed an atrial lead in the septal wall. There was no diaphragmatic simulation visible on fluoroscopy at maximum outputs and there was no visible movement of the chest or pocket with this new lead. However, one day after implanting the new lead, the patient began having symptoms again, so the physician replaced the pacemaker. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.